Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular fibrosis¿ prostheses are affected by a recall. The device has been explanted and replaced.

Event description:
Patient reported right side capsular contracture, baker grade unknown and are affected by a recall. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure particles, creases and an opening on anterior side assessed as surgical damage were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06aug2024.

Event description:
Patient reported right side capsular contracture, baker grade unknown and are affected by a recall. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular fibrosis".

Event description:
Patient reported, right side capsular fibrosis. Prostheses are affected by a recall. The device has been explanted and replaced with another manufacturer's device.